Event description:
It was reported that the device had a proximal pressure sensor auto-zero failed error. Not in use, no patient or user harm reported. During periodic maintenance, a proximal pressure sensor auto-zero failed (diagnosis code 110b) was observed to occur. The service engineer (se) replaced the solenoid valve 3 and solenoid valve 4. The phenomenon was resolved. No other anomaly was observed.

Manufacturer narrative:
The solenoid valves were returned for analysis. Visual inspection of external body and within orifices revealed no anomalies. The customer complaint was not verified during testing. There was no fault found.